Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, low pacing impedance was noted on the right ventricular lead. There were appropriate pacing and sensing that were noted during testing. The patient was scheduled for a cardioresynchronation defibrillator on (B)(6) 2019 and at the time, the right ventricular lead was scheduled to be capped off for the upgrade of the device, however the procedure was cancelled. Instead the physician and patient choose hospice care. The patient was preparing for discharged at the hospital. No patient consequences were reported.